Event description:
Support pieces for seat broke apart while resident was seated. The seat pad angled downward. Staff observed the incident and moved the pt out of the wheeled walker into a standard wheelchair. No injury occurred.